Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead has exhibited fluctuating pacing impedance measurements since implant. A few of the measurements have been high and out of range. This oversensing of noise was seen on an egm. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received additional information regarding this issue. A routine follow-up took place on (B)(6) 2012, and all measurements were stable. The baseline was clean and showed no interference on the pace/sense or shock channel. Analysis of recorded episodes showed no evidence of oversensing. The patient has been scheduled for normal follow-ups and will be monitored closely. The lead will remain in service. No adverse patient effects were reported.